Manufacturer narrative:
Invacare pronto m41 wheelchair. The wheelchair controller began to smoke and then ignite. The pronto m41 is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
Invacare pronto m41 wheelchair. The wheelchair controller began to smoke and then ignite. The pronto m41 is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).